Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remained in the patient. There was no reported product deficiency. The reported patient effects of cerebrovascular accident and death are known adverse events as listed in the product instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported via a trial that after the stenting procedure where the acculink was implanted in the left internal carotid artery, the patient experienced right sided weakness. The CT scan six days after the carotid procedure showed a bilateral main cerebral artery stroke. The patient expired seven days after the carotid procedure. There was no reported intervention. There was no additional information provided.